Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, d4, h4, h6 and h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was discarded and not returned for evaluation. However, based on the results of the investigation, it¿s likely the forceps plug leak was caused by pressure applied from the distal end of the scope under the following circumstances: -the pressure setting in the facility is high. -due to deterioration, scratches, and deformation of the rubber part of the forceps plug, air leakage from the slit is likely to occur. A final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for fluid leaking from the forceps plug.

Manufacturer narrative:
The subject device was not returned for evaluation as it was discarded by the user facility. The cause of the reported issue is unknown at this time. Additionally, in communication with the customer representative, it was reported that the lidocaine was leaking from the maj-1414 biopsy adaptor . A follow up is inprogress asking for more clarification (leak etc.). Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported faulty egna-(B)(4) (aspiration needle)-single use. According to the report, the fault is with the vaclok syringe supplied within the pack. The rubber piece that helps to create the vacuum seems to have become dislodged. Per the report, the issue occurred during procedure. The kit was removed and replaced with new kit (new tbna procedure pack) and the intended procedure (therapeutic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) procedure was completed. No harm was reported. According to the report , it caused the procedure to be longer than required however, the patient was reported to be "well" . No harm was reported, no patient injury, no user injury reported due to the event.